Event description:
Hamilton medical ag received the following event description: "during ventilation tf5509 appears. After that tf 2414,2402,2804,2801,2803,9907. The hospital stuff replaced the machine immediatelly, the patient did not harm. After switching on the unit on (B)(6) 2026 we could not see the tf's, but during the boot up period I heard some beeps from the speaker." It was reported that the event did not result in any serious injury or adverse health impact to the patient.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation is ongoing.